Event description:
It was reported that the tube line was leaking. There was no patient involvement reported, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg; 2/26/2025. Device evaluation: two used devices were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Direct history record was reviewed and identified no non-conformities during production. The customer reported complaint could not be confirmed during investigation, the device did not leak.